Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number h13f04152 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal paint coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with vancomycin, cefoxitin, cefazolin and gentamycin (routes, doses and frequencies not reported). After several rounds of antibiotics, the patient still had abdominal pain. On an unreported date, while being in the hospital, the patient's pd catheter was removed. As a result, the patient had to start on hemodialysis. At the time of this report, the patient was recovering from peritonitis and was fully recovered from abdominal pain. No additional information is available. This is report 2 of 4.